Event description:
The customer reported a fallen device would power up on ac but not battery power.

Manufacturer narrative:
(B)(4): the customer reported a fallen device would power up on ac power but not battery power. This is being reported because we have not ruled out that there was an unexpected fall of the device. The initial report indicated that the caller did not know the circumstance of the fall. There is no indication of any mounting failure. The product labeling (intellivue mp5 patient monitor instructions for use, part number 445364208981, page 40) contains the following warning: "if the monitor is mechanically damage, or if it is not working properly, do not use it for any monitoring procedure on a patient. Contact your service personnel." This issue poses minimal health risk. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.